Event description:
It was reported by service report that the pt left siderail was unable to be locked in the up position and there was unintended movement. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Unintended movement. Siderail damaged unable to be locked in the up position.